Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/ microscopic inspection: the sample appeared to be clean. There were no anomalies noted at the tip or along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested by advancing an in-house 0.014¿ guidewire. The guidewire was loaded through the rapid exchange junction and exited the distal tip with no issues. The guidewire was then inserted through the distal tip of the catheter and it exited the rapid exchange junction with no issues. The device was attached to an in-house transducer generator. An in-house flowmate was used to flush the device with saline. The device was able to produce vibrations throughout the entire length of the catheter. Misting was observed coming out from the distal tip, indicating that the device was vibrating properly. The distal tip of the catheter was pressed against one end of a 5mm plaster tile, and was able to penetrate the tile with no issues. The catheter was activated for a total of 5 minutes and no overheating or melting of the catheter was observed. No anomalies were noted to the catheter during activation. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation was unconfirmed, as the catheter was able to be activated for five minutes during functional testing with no overheating and no misting issues observed. It was unknown if procedural issues contributed to this event. It was unknown whether the flowmate injector used during the procedure contributed to the catheter reportedly overheating. The definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: set up: - set the irrigation system to 0.3ml/sec (18 ml/min) and switch irrigation system ¿on¿. Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. - note: a constant flow should be observed at the tip of the crosser catheter. If irregular or no flow is observed, check irrigation system for proper function. If irrigation system is not functioning properly discard crosser catheter and replace with another. - hold the crosser catheter at the distal tip in one hand and switch crosser generator ¿on¿. Verify the crosser generator is ¿on¿ by observing front panel display. Once power to crosser generator has been confirmed, and the irrigation is flowing, depress foot switch for 3-5 seconds to test the function of system. Transmission of energy can be observed at the tip of the catheter. Warnings and precautions: - do not activate the crosser recanalization system without proper irrigation. Make sure to establish proper irrigation prior to introduction into guide catheter. Always use refrigerated saline. - when manipulating the crosser catheter, the catheter shaft may become warm to the touch. A warm feeling is normal, however, if the catheter shaft becomes hot discontinue use immediately and withdraw from patient. Once removed from the patient confirm that irrigation is flowing. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the out of body test process, the recanalization catheter allegedly did not mist during activation. It was further reported that the recanalization catheter allegedly became hot to the touch; therefore, another catheter was used to perform the procedure. There was no patient contact.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the out of body test process, the recanalization catheter allegedly did not mist during activation. It was further reported that the recanalization catheter allegedly became hot to the touch; therefore, another catheter was used to perform the procedure. There was no patient contact.